Manufacturer narrative:
Unit powered up properly after battery installation. However, blank display after pressing any button due to short at the lcd driver board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify button/key pad anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not reported. The customer states that the insulin pump screen had a partial segment when display returned. Troubleshooting was provided but not fully resolved. The insulin pump will be returned for analysis.